Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device malfunction: unk. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified vessel using a starclose se device after a diagnostic procedure. Reportedly, after clip deployed hemostasis was not achieved. Hemostasis was achieved using manual compression for approximately 20 minutes. There were no reported adverse patient effects. No additional information was provided.